Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. Name: (B)(6). Country: united states of america. Street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set patch did not stick to skin upon insertion event occurred on (B)(6)2026.